Event description:
It was reported that a pt experienced "withdrawal-like symptoms" 6 to 10 hours following a refill session. It was also reported that the pt's pump alarm was heard and it was a critical alarm. The message that displayed was: "reset occurred - low battery". The pump was in safe state. The pump was explanted. Per the reporter, this event was non-serious. The medication administered via the pump was lioresal (baclofen injection) at a concentration of 500 mcg/ml and a daily dose of 125 mcg/day. Add'l info has been requested, but was not available as of the date of this report.

Event description:
Additional information received later noted that the patient experienced increased tone and clonus. The patient required hospitalization. Premature battery depletion was indicated. The patient was noted as being without injury. The pump was clarified as containing/administering lioresal.

Manufacturer narrative:
Final analysis of the device revealed high battery resistance. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the pump telemetry strips were provided: the pump was in safe state, the patient experienced withdrawal and was admitted to a hospital emergency room. The patient had his pump explanted and recovered without sequela.